Manufacturer narrative:
The vaulting was 350 microns. A new lens has been calculated in ocos with same power but longer lens. Medical review concluded that the lens was explanted and exchanged with a longer one. Report source is from (B)(6), not (B)(6). (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+4.0/103 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens rotated one year after implantation and was re-positioned. There was refractive change overtime. The lens is not completely stable inside the eye and rotates. The patient's post-op best-corrected visual acuity was 20/90. The lens remains implanted.